Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, c ring bent coming out of the new package. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b3, b4, b5, e1 (#initial reporter), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 05/05/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The intact c-ring was observed to be intact. No visual defects were observed. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula was observed to be intact. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be intact with no visual defects observed. The scope wash tube was observed to be bent slightly. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent c-ring" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for "material twisted/bent c-ring". The c-ring extended and retracted normally with no issues. A visual evaluation was performed on july 25, 2025. Upon closer investigation it was observed that the tube with rib (cv000002714) was kinked in two distinct locations. See attached manufacturing engineering evaluation. Based on the manufacturing engineering evaluation, the reported failure "material twisted/ bent c-ring" was confirmed. The lot # 3000459709 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, c ring bent coming out of the new package. The patient present in the operating room when the defect was discovered. A new device was used to complete the procedure. There was no procedural delay. The hospital did not report any patient effects.